Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. The reported issue was confirmed based on the provided information. Insufficient contact pressure between the cable lugs and their contact pins on the motor protection switch resulting in a bad electrical contact. Due to the bad electrical contact, the thermal overload switch in stage 1 is loaded unbalanced and trips. During the next t1-test, the pump p1 cannot start due to the tripped thermal overload switch, the concentrate pressure p-c is below the required 5bar, resulting in the reported error code f-04-50-04, t1-test, pump p1 defective being triggered. The bad electrical contact resulted in a high contact resistance and in combination with the high pump motor current, a high thermal load/stress on the wiring occurred. As result the wiring gets discolored. Corrective actions were defined and implemented. The design of the wiring was changed. The affected device was built before the implementation of corrective actions. According to the feedback, the issue was solved on site by replacing the motor protection switch and the wiring. It is recommended to replace, if not already done, the connection wires, power cords and the motor protection switch in stage 1 and stage 2 to prevent further issues. A review of similar complaints or the device history record is not required as this is a known issue.

Event description:
A user facility area technical operations manager (atom) reported to fresenius technical services that there were indications of burnt wires within the aquabplus reverse osmosis (ro) system. The reported issue was discovered during machine repair. The atom stated that the ro system initially experienced a p1 defective message and error code f¿04¿50¿04 was received during the t1 test. Troubleshooting was performed with technical services. It was noted that the motor protection switch (mps) tripped but power was still showing on the display. The atom was advised to run the ro system in emergency mode 2 (em2) and replace the mps as well as the main power cable and cables from the mps to the power contactor. There was no patient involvement nor reported personal harm to anyone as a result of discovering the thermal damage. The atom indicated upon follow-up that the mps was replaced and replacement wires were received and are pending installation. Additional information was not provided. No samples were returned to the manufacturer for physical evaluation. The machine files could not be obtained for review.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility area technical operations manager (atom) reported to fresenius technical services that there were indications of burnt wires within the aquabplus reverse osmosis (ro) system. The reported issue was discovered during machine repair. The atom stated that the ro system initially experienced a p1 defective message and error code f¿04¿50¿04 was received during the t1 test. Troubleshooting was performed with technical services. It was noted that the motor protection switch (mps) tripped but power was still showing on the display. The atom was advised to run the ro system in emergency mode 2 (em2) and replace the mps as well as the main power cable and cables from the mps to the power contactor. There was no patient involvement nor reported personal harm to anyone as a result of discovering the thermal damage. The atom indicated upon follow-up that the mps was replaced and replacement wires were received and are pending installation. Additional information was not provided. No samples were returned to the manufacturer for physical evaluation. The machine files could not be obtained for review.